Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system had failed remote manager. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that the remote manager (rm) was failed. A field service engineer (fse) confirmed that the remote manager was not failed and could not replicate the reported issue. Fse verified the serial number to ensure it was the correct station and then inspected the system. It was found that the leads on the remote manager were corroded. It was cleaned and the leads were greased, then tested the system multiple times by performing inventories. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system had failed remote manager. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.